Event description:
To o.r. For right anterior thoracotomy and wedge resection of right lower lobe due to bilateral pulmonary infiltrates to rule out pulmonary lymphoma. Wedge resection carried out - during the firing second time - stapler misfired and was unable to be withdrawn - necessitating sharp resection and repair with hard suture.